Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of a routine order of propofol. The pump indicated the infusion was infusing at a rate of 5.67 ml/hour, however the drip chamber was observed to be flowing more quickly than expected. The clinician indicated it appeared to be a bolus rate. The patient experienced a "drop" in blood pressure. The clinician began an infusion of levophed, the clinician paused the infusion of propofol and supported the blood pressure with the levophed infusion until the hypotension subsided. The levophed infusion was given for approximately 40 minutes in total, initially to a maximum of 15 mcg/minute for about two minutes, then decreased to 4 mcg/minute for the majority of the time the infusion was running. The patient's mean arterial blood pressure dropped as low as 49mmhg for about three (3) minutes as the levophed medication worked to bring it back up. Patient appeared more sedated, upon assessment rass -4 from a previous rass of -2/-3. No changes were noted other than increased sedation and hypotension. The clinician assessed the channel and noted that the tubing was angled a back where it inserts at the top of the pump. The clinician adjusted the tubing and the drip rate changed to the expected flow rate.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of propofol could not be confirmed from the log analysis and could not be replicated through device testing. ¿ the retrieved associated device logs showed on 9aug2024 at 10:45:30 pm, an infusion of propofol at 1000 mg/100 ml was programmed and started on the suspect pump module s/n: 15105250. The infusion rate was at a rate of 30.24 ml/h. The volume to be infused (vtbi) was set at 75 ml. ¿ on (B)(6) 2024 at 11:49:12 pm, the propofol infusion was paused, and a safety clamp open alarm was triggered, which lasted a second before the pump door was closed, inducing a restart alarm. This suggests the administration set was inserted. ¿ a new volume to be infused at 70ml was entered and the infusion of propofol was started at 11:50 pm. A couple of minutes later, the dose was changed to 20 mcg/kg/min (rate=7.56ml/h). ¿ during the time of the reported event, the user titrated the dose configuration between 10, 20 and 15 mcg/kg/min. This change in the dose was reflected in the programmed rate, which varied between 3.78ml/h and 7.56 ml/h. ¿ on 14aug2024 at 12:12:44 am, an infusion standby alarm was observed, followed by a door open alarm, and then a check IV set alarm. ¿ at 12:13:58 am, the suspect pump module was shut down and the infusion stopped. ¿ the suspect pump module was recorded removed at 12:15:05 am. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the inspection and testing of the pump module and the administration set did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. O per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ it was also reported that the clinician assessed the channel and noted that the tubing was angled a back where it inserts at the top of the pump. The clinician adjusted the tubing and the drip rate changed to the expected flow rate. O the ¿set loading and unloading guide for the bd alaris pump module¿ tipsheet details the steps to properly load an IV set into the pump module: 1. Drop from the top. Hold the upper fitment above the fitment recess and lower it into the recess. Do not push or snap the upper fitment snugly into the upper recess. Do not stretch the pumping segment. 2. The grooves in the fitment should fit square in the upper fitment tubing retainer. 3. Blue to blue. Ensure the tubing is not twisted and press the blue safety clamp fitment into the blue recess. 4. Thread it through. Firmly push the tubing toward the back of the air-in-line detector. Nuisance air-in-line alarms could occur if the tubing is not pushed far enough into the air-in-line detector. 5. Gently close the module door. Grasp the top of the module with one hand while lowering the latch with the other hand. 6. Open the roller clamp and verify that no fluid is flowing through the drip chamber. 7. A properly loaded upper fitment will fit loosely in the recess. ¿ the reported issue couldn¿t be confirmed, however, as described, this type of loading error is known to cause an under infusion of approximately -10%, and not an over infusion. Bd is not aware of a set misload where the upper fitment is angled back in the recess that causes an over infusion condition. Root cause: the root cause of the reported over infusion of propofol was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module with the returned administration set were found to be infusing within specification. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of a routine order of propofol. The pump indicated the infusion was infusing at a rate of 5.67 ml/hour, however the drip chamber was observed to be flowing more quickly than expected. The clinician indicated it appeared to be a bolus rate. The patient experienced a "drop" in blood pressure. The clinician began an infusion of levophed, the clinician paused the infusion of propofol and supported the blood pressure with the levophed infusion until the hypotension subsided. The levophed infusion was given for approximately 40 minutes in total, initially to a maximum of 15 mcg/minute for about two minutes, then decreased to 4 mcg/minute for the majority of the time the infusion was running. The patient's mean arterial blood pressure dropped as low as 49mmhg for about three (3) minutes as the levophed medication worked to bring it back up. Patient appeared more sedated, upon assessment rass -4 from a previous rass of -2/-3. No changes were noted other than increased sedation and hypotension. The clinician assessed the channel and noted that the tubing was angled a back where it inserts at the top of the pump. The clinician adjusted the tubing and the drip rate changed to the expected flow rate. A report was received from health canada's canada vigilance program which states, "the writer noticed the propofol pump was infusing too quickly, despite being set to 5.67 ml/hr. The drip chamber appeared to be delivering a bolus, causing the patient¿s blood pressure to drop suddenly. The writer initiated a levophed infusion to stabilize the blood pressure and checked the propofol tubing, which had just been changed. The rapid infusion rate persisted despite correct programming. The writer paused the infusion and continued levophed until the hypotension resolved. The levophed infusion lasted about 40 minutes, peaking at 15 mcg/min and then decreasing to 4 mcg/min. The patient became more sedated, with a rass score of -4. The writer found the tubing was angled incorrectly at the pump, adjusted it, and the drip rate normalized. The faulty channel was removed from use and reported to ICU educators." Bd learned additional information through site visit, the patient was on propofol and getting more sedated and decreased blood pressure "quite low". The medication was infusing like a "bolus". In this case, the nurse noted the tubing closest to the pump was kinked (upper fitment). Propofol rate was reported as 5.67ml/hr however customer snippets show the rate was 11.34ml/hr and 7.56ml/hr.